Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient felt like a spark or shocking sensation when pressure was applied to the pocket site. The patient was provided with lidoderm patches for pocket pain. The patient was reportedly doing well.